Event description:
It was reported that during a therapeutic hysterectomy, the jaw of the device fell off in the patient's abdomen, and all the fallen parts were retrieved. No reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: d4 - lot #. Updated fields: h2, h3, h6, h7, and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the probe was broken at the proximal end, and the broken probe tip was not returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal & cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe, causing it to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.